Event description:
It was reported that pump touchscreen became frozen and would not respond, so customer was unable to interact with pump screen. There was no adverse impact to the customer's blood glucose level. Customer attempted pump reset but issue continued, then planned to use multiple daily injections as backup insulin therapy while awaiting replacement pump, and technical support confirmed shipping details, instructed customer to place pump in storage mode and return it within required timeframe, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.